Event description:
It was reported that during a supply change the patient observed the cannula insertion site appeared crooked, indicating the infusion set deployed sideways rather than straight, after which the patient replaced the site and reconnected to the pump successfully; supply change steps were performed correctly and the lot number was 6016401. Symptoms included no reported clinical effects. Outcomes included no alarms and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed user-reported incorrect deployment or connection of the infusion set, with no device alerts and no additional device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.